Event description:
During a patient procedure, the doctor reported the reamer was dull. There was no surgical delay, impact to patient or other adverse events reported.

Manufacturer narrative:
The device was returned to greatbatch medical and evaluation is in progress. Once greatbatch medical completes the investigation, a supplemental medwatch 3500a form will be submitted. Complaint information was provided by (B)(4).